Event description:
It was reported that during a device changeout, the physician noticed some abrasion in the insulation of the lv (left ventricular) lead. A lead end cap kit was modified to act as a sleeve and medical glue was successfully applied to the area of the abrasion. The lead was tested via the analyzer and the new device, with results unchanged from the old measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).